Event description:
It was reported by the patient that they were out in the heat and weren't feeling well. The patient went to the hospital and their pulse was found to be in the 40s when checked. The patient indicated, the "heat got to me" and wanted to know if the pulse rate could get in the 40s when the device is set at 70. The patient stated that the device was checked the prior month by the nurse and had 21 months remaining. Follow up was attempted and no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.